Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8015 unit which will not power up. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed just replaced the front case of the unit and it will not power up. Recommended to verify with another front case. If that is not the issue the logic board or power supply board will have to be replaced. Let him know to send unit in for flat rate repair if it seems to be a board issue. Biomed will try another front case and call back for a RMA if needed. (B)(4).